Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 595 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level event. The customer treated high blood glucose level with the insulin pump. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose levels. The customer alleged the insulin pump for under delivery because that had not happened before. The drive support cap appeared normal. The customer's wife mentioned that they could not get the past fill tubing. The insulin pump will not be returned for analysis.